Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: in case of tka when open cement smartset hv, the doctors see the inner package of cement doesn¿t seal. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "img_8299.jpeg" based on the provided evidence and the quality of the photo no damage or defects with the packaging of the smartset hv bone cement 40g were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the smartset hv bone cement 40g would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Event description:
It was reported that when opened cement smartset hv, the inner package of cement hadn¿t sealed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: in case of tka when open cement smartset hv, the doctors see the inner package of cement doesn¿t seal. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to depuy blackpool which conducted a visual inspection of the returned device. Visual analysis of the returned device found that the inner package of the cement was not sealed. The reported allegation can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset hv bone cement 40g would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> an nr was created to address current complaint condition.